Event description:
Pt complains of chronic fatigue, sharp pain in right breast and chest, neck and back pain, joint pain in knees and right hip, headaches, numbness in arms and hands, pain in wrists, hair loss, rash on arms, dry mouth, nose and eyes, severe constipation and bowel problem, memory loss and sleep disturbance.